Event description:
It was reported by service report that the dual articulating head was not holding. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results: dual articulating headrest.